Manufacturer narrative:
The pt medical history has been received and evaluated. Infection, as reported, is the probable cause of failure. Placement of the implant into a fresh extraction site may have been a contributing factor.

Event description:
The failed implant had been placed in an immediate extraction site.